Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited alert tones and beeping from the device when the beeper was programmed off. Technical services (ts) confirmed that the beeper was turned off and there were no suspicious faults or resets. Ts did notice that there was an alert for shock impedance high out-of-range at 125 ohms. This device currently remains in service and no adverse patient effects were reported.